Event description:
It was reported that during a lead implant procedure, lead was successfully implanted with good normal range values for impedance and thresholds. As the physician was completing the procedure, lead insulation abrasion damage was observed. Lead was explanted and a new lead was implanted. Patient was stable.

Manufacturer narrative:
The reported event of insulation breach was confirmed at 11.4 cm from the connector pin. The damage found was sustained during the surgical procedure. The lead was otherwise normal.